Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that universal surgical manipulator (usm) 3 moves when if it touched lightly during instrument exchange. The tse inquired to determine if the observed movement could be the expected movement that occurs following instrument removal and the customer stated that it was not. There were no errors in the logs. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse received additional information that the carriage "moves" when doing an instrument exchange. Site reported that the arm moved an additional inch or two than normal movement. The fse inspected the system and unable to reproduce reported problem. The system was tested and verified for use.